Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient presented with shortness of breath, an elevated lactate dehydrogenase (ldh) level of 900 u/l, and a creatinine level of 1.5 mg/dl. It was reported that the patient had a history of gi bleeding and was on a reduced anticoagulation regimen. She was started on a heparin infusion and her ldh trended down to 750 u/l. The patient was reported to have had an echocardiogram to evaluate for adequate left ventricle unloading. Additional information was requested, but has not been provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.